Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported events was isolated to the exposed outer coil at the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted with the exception of procedural damage.

Event description:
Related manufacturer report number 2017865-2024-33673. It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead and on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. The rv lead and the ra lead were explanted and replaced to resolve the event. The patient was in stable condition.